Manufacturer narrative:
Analysis of the recharger (serial # (B)(4)) revealed the complaint was unable to verify. Connector was visually checked and found okay. It was plugged into known good desktop charger and was charged to 100% without problems. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient stating that the replacement recharger allowed patient to charge their stimulator and patient returned the recharger that did not work. No further complications were reported as a result of this event.

Manufacturer narrative:
Other applicable component is: product ID: 97754, serial# (B)(4), product type: recharger. (B)(4) apply to recharger (serial# (B)(4) ) and (B)(4) applies to implantable neurostimulator (serial# (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient's ins recharger was not charging and was not powering up. Manufacturer representative did troubleshooting over the phone with patient. Patient's desktop charger light was on when plugged into wall outlet and patient had tried multiple outlets at their home. The connector pin seemed secure. Manufacturer representative stated the patient had not let their ins battery go dead for more than a week or so. It was confirmed with the representative that ins battery was depleted per normal depletion. A replacement recharger was sent. No patient symptoms reported. No further complications were reported as a result of this event.